Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: etlw1613c93ej, sn (B)(4), expiration date: 2018-05-03; etcf2525c49ej, sn (B)(4), expiration date: 2017-04-28. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm in diameter abdominal aortic aneurysm. After the stent graft system was implanted, the left common iliac artery was occluded using another manufacturer¿s vascular plug. It was reported that on the same day as the implant procedure, later that evening, the patient was found to have no pulse in the left leg, and thus the incision was reopened. The physician checked and noted some tissue that seemed to be in the intima that was attached covering below the knee bifurcation dividing into the three arteries. According to the physician, the inner membrane was probably peeled apart from somewhere and flowed into the distal region. The physician elected to remove the intima, the pulse in the left leg was resumed, and the intervention was completed. After that, however, the patient's condition suddenly changed, experiencing a drop in blood pressure and cardiopulmonary arrest, and the patient expired. Per the physician, damage to the intima may have occurred during the process of occluding the left common iliac artery with another manufacturer¿s vascular plug after the en durant ii aui stent graft system had been implanted. The physician noted that it was very unlikely that the device was attributed to the death as there were no possible causes from the procedure that the physician could attribute to the event. The cause of death was unknown because an autopsy was not performed. Although the cause of the death could not be determined, the physician thought that there might have been an issue that occurred during the postoperative management phase. No additional clinical sequelae were reported.